Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, there was a wire poking through the outer sheathing of the flexible drive cable of the sternal saw. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.